Event description:
It was reported that the device failed their accuracy test straight out of the box. There was no patient involvement, the device failed during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause. The dso seal and the expulsor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.